Event description:
A malfunction on a pump was reported. There was no reported adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.